Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received six inappropriate shocks due to t wave oversensing. Technical services (ts) was consulted, provided a review of the stored episodes and noted that due to a large wide t wave at time sensing gets challenge. Ts discussed possible reprogramming options. This s-ICD system remains in service. No additional adverse patient effects were reported.